Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the straight-tip stapler 30 instrument failed. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs, confirmed the stapler instrument failure and the reload recognition failures. The stapler instrument was jammed and misfired. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the stapler instrument started to fire but stopped. The stapler instrument had malformed staples but the customer was unable to describe them.

Manufacturer narrative:
Based on the claim against the product by the customer noting failed, an investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the logs for the stapler 30 straight tip associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure engineer (afe). Logs show part number 470430-05, lot number s10160930-0009 was used first, and it was installed on the system 3 times and fired 1 blue reload. On the first install, the system could not communicate with the reload. 1 instance of error code 1164 shows in the logs, indicating that no stapler cartridge was detected by the system. The system then selected a compatible reload color, ¿gray¿. No clamping or firing was attempted and the stapler was re-installed. On this install, the user selected the blue color reload via the gui on the surgeon side console (ssc) touchpad. The first clamp was successful, but was followed by a firing failure, stopping at ~65% completion. Error code 22030 shows in the logs, with parameters of the failure indicating that the torque was too high. On the 3rd install the stapler failed to initialize due to a fire homing failure. A second instance of error code 22030 shows in the logs. No clamping or firing was attempted on this install. The stapler was then removed and not used again in the procedure. Next logs showed part number 470430-06, lot number t10181107-0007, was installed on the system once and fired 1 blue reload. Clamping and firing were completed successfully. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no errors related to this stapler. This complaint is reportable malfunction event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The stapler 30 assembly was analyzed, and failure analysis investigations was able to replicate and confirm the reported issue. Failure analysis found the primary failure of a firing failure to be related to the customer reported complaint. The system logs showed 1 firing failure due to high torque. The stapler 30 assembly was able to pass initialization during failure analysis. However, fire test failed due to a blade exposed warning. The stapler 30 assembly was also found to have the yaw plate broken. The yaw plate web was found bent outwards towards the fire cardan. As a result, the plate rubs on the fire cardan when a fire was attempted causing a firing failure. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.